Manufacturer narrative:
Correction: section g3 in the initial MDR was incorrect and should have been 21nov2025. Manufacturer's investigation conclusion: the reported event of a no external power alarm associated with the mobile power unit (mpu) was confirmed via the provided log file. The log file captured a no external power alarm on (B)(6) 2025 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The alarm resolved within several seconds when power was restored to the system, and no other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log file captured some no external power and power cable disconnect events on (B)(6) 2025. The no external power events occurred while the patient was using a mobile power unit (mpu). The ventricular assist device (vad) was functioning as intended.